Manufacturer narrative:
Date of event: no valid information, concomitant medical products: product ID: 3889-28, lot#: va1pcc9, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a n eurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that after a few falls, the patient reported a difference in their therapy results. The patient uses a walker for ambulation and was unsteady on his feet as reported by both them self and their daughter in law. They both reported the patient falling a few times over the past several months. They were using a higher amplitude to achieve stimulation and adequate therapy results. An x-ray showed that the lead had migrated. In the or the lead was tested with no motor response noted. There was a full system removal and replacement. The issue was resolved at the time of the report.